Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the plug was not able to be inserted into the acetabular shell. A different plug was used to complete the surgery.